Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:telediagnosis of heart failure with continuous intrathoracic impedance monitoring by medtronic carelink network: importance of the elevation pattern of optivol fluid index. Journal of arrhythmia 2013;29:347-352.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and remote monitoring transmissions. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that remote monitoring transmissions were sent due to inappropriate therapy for ventricular tachycardia (vt)/ventricular fibrillation (vf), episodes of supraventricular tachycardia and increased episodes of non-sustained ventricular tachycardia. Additionally it was noted that 60% of the optivol alert episodes were identified as false positives. The status of the devices is unknown. Further follow up did not yet yield any additional information.

Manufacturer narrative:
The device models implanted include: the marquis dr/7274, 7230cx, maximo dr/7278, maximo vr/ 7232cx, virtuoso dr/d164awg, virtuoso dr/d164vwc, secura dr/d234drg, secura vr/d234vrc, concerto/c154dwk and consulta crt-d/d234crk. Serial number information is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up received indicated no additional information is available.